Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. Functional testing was performed and the device passed all tests successfully with no occurrence of downstream occlusion alerts. A review of the event history log revealed multiple "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. As a precaution, the downstream occlusion sensor will be recalibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had multiple downstream occlusions detected, even though the solution flowed freely via gravity when the tubing was removed. This occurred during programming/setup. There was no patient involvement. No additional information is available.